Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began testing in settings mode around 6pm on (B)(6) 2016. The patient was unable or unwilling to say what medications, if any, she administers to manage her diabetes. Between may (B)(6), she denied making any changes to her usual diabetes management routine as a result of the alleged issue. She also denied developing any symptoms following the start of the issue. She indicated that the only additional ¿treatment¿ out with her normal routine was a blood glucose result of ¿greater than or equal to 500 mg/dl¿ obtained on a doctor/clinic meter. During troubleshooting, the cca noted that the patient was using the subject meter for the first time. The patient did not have control solution available and she refused to perform a blood test during the call. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of severe hyperglycemia (blood glucose result >500 mg/dl), after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.